Event description:
Baxter sweden reports a transfer set with a hole in the tubing, close to the connector twist clamp. The transfer set was approximately 4.5 months old. The pt developed peritonitis 24 hours after the hole was discovered and the transfer set was changed. The pt was hospitalized from 3/30/00-4/1/00. The pt was treated initially with amikacin 125mg daily, until culture results were available. Pt then rec'd vancomycin 2gm intraperitoneally, every seventh day for 14 days. The peritonitis has resolved.